Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 02/21/2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) over 400mg/dl with chest pain associated with air bubbles in the cartridge. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter noted that there had been air bubbles in more than 5 cartridges. Troubleshooting indicated that the patient was using correct cartridge fill technique. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a recurring air bubble issue.